Event description:
In 2008, a company representative reported that while training the patient on the infusion device, the plunger of the insulin cartridge became stuck to the piston rod. This caused 200 units of insulin to spill into the cartridge compartment. The caller was instructed how to remove the plunger from the piston rod and to dry the cartridge compartment with a cotton swab. No physiological effects were reported. The patient switched to her backup infusion device. Upon follow up the following month, the patient had switched back to the primary infusion device and it was functioning properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.